Event description:
It was reported via repair work order that the chair could not engage stairs due to a detached patient left track. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.